Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited increased thresholds and premature elective replacement indicator (eri). The device has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.